Manufacturer narrative:
(B)(4). Batch # m54e8u . The analysis results found that one plee60a device was returned with the anvil bent upwards and with an gst60g cartridge loaded on the device fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Intra-operative photos were received. Based on the photo evidence of the subject plee60a device with green cartridge, a damaged anvil can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic sleeve resection procedure, misformed instrument jaws. The staple and cutting line was ok. It could not be closed correctly, and could not be removed through the trocar. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.